Event description:
The rptr did meter to hcp meter comparison tests, within minutes. Rptr's meter reading was in the 400's, and the dr's meter result was 365 mg/dl. Rptr was experiencing blurred vision and frequent urination, but had symptoms of high readings. Control solution tests showed readings lower than acceptable range. No harm was alleged.